Event description:
It was reported that during follow up, intermittent capture and a fluctuation in pacing lead impedance was observed. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.